Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that approximately one week ago all of the keypad buttons had become intermittently responsive. The patient claimed that the rubber keypad had to be moved around to elicit a response from the buttons. The patient stated that when there was a response from the buttons it was hyper-responsive at times and the buttons would stick at times. The patient denied any trauma to the pump and stated that it had been exposed to moisture. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button was torn but the keypad rubber was intact. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast and ok keypad buttons were intermittently unresponsive and the bolus button, up and down arrows buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts and the ok button was found to be inverted. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.